Event description:
During the surgical procedure the customer experienced multiple systems errors. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.